Manufacturer narrative:
The user settings were cleared, and the pump was programmed with the current time and date. The pump was monitored, and no unexpected check settings alarm was noted. Several boluses were programmed and delivered properly. The pump delivered all boluses, and no unexpected rebooting/power cycling occurred. The pump passed the self test. An alarm was noted in the alarm history file due to a corrupted history file. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a device software error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was having problems with the alarms from the pump. The customer stated that the alarm occurred during bolus. The customer was advised that the displayable history crc check failed at startup is normal. The customer will be sent a replacement pump.